Manufacturer narrative:
(B)(4). The promus 2.5 x 23 (B)(4) and promus 2.5 x 15 (B)(4) are being filed under separate medwatch report numbers. Evaluation summary: in this case, there was no reported product deficiency. The reported patient effect of dissection, as listed in the instructions for use (IFU) for both rx voyager (and otw voyager, is a known adverse event associated with coronary angioplasty procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A conclusive cause cannot be determined for the reported patient effects; however, there is no indication of a product quality deficiency.

Event description:
It was initially reported that the patient was assessed with 2 lesions. One in the circumflex (cx) and one in obtuse marginal om. After cine review completed on (B)(6) 2010, it was revealed that there is a dissection noted in the om after pre-dilation with either the 2.5 x 12 voyager or the 3.0 x 12 nc voyager (it could not be confirmed which device it was). New information received on (B)(6) 2010 revealed the om was not a planned stent site and that a stent was deployed to treat the dissection. First pre-dilation was done in the proximal omi (non abbott 2.5 x 10 cutting balloon, voyager 2.5 x 12, nc voyager 3.0 x 12). Then the cx lesion was pre-dilated (3.0 x 12 nc voyager) and then a promus stent delivery system (2.5 x 15) was advanced to the target lesion. However, the physician did not like the length of the stent and removed it from the patient's anatomy. At this point, they did not realize the stent was not on the balloon. The procedure continued and a promus 4.0 x 12 was successfully deployed in the main cx and post dilatation is performed. Then the procedure continues back in the om were additional pre-dilatation is performed. Then the promus 2.5 x 15 stent, which has previously been advanced to the cx, was re-inserted and advanced to the om. The promus 2.5 x 15 cross the lesion; however, while inflating the device, it was realized there was no stent present on the sds balloon and the device was removed from the patient's anatomy. A new promus 2.5 x 23 was to advance to the om, but it did not cross and was removed from the patient and it was not noticed that stent had come off of the sds balloon. The same promus 2.5 x 23 was re-inserted and was advanced toward the om and when the device was inflated, it was noted that there was no stent on the sds balloon. The promus 2.5 x 23 was removed from the patient. Fluoroscopy was done in search for the stent in the coronary, aorta and femoral artery. However, there were no signs of the dislodged stents. Then using a new promus 2.5 x 23, it was successfully deployed and post dilated with a voyager 4.0 x 12 balloon catheter. And a nc voyager 2.5 x 15 and the cardiac procedure was complete. The patient transferred to another room for bi lateral extremity without contrast exam upon bilateral exam the dislodged stents were located in the left profunda. The physician consulted with another doctor who was able to snare the two stents successfully from the patient. Though requested, no additional event or patient information is available.